Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak of greater than 4.5 lpm preventing mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The reported leak was caused by a non-ge canister and was not a reportable for ge healthcare. The reported leak was caused by a non-ge canister and was not a reportable for ge healthcare.